Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing high blood glucose level 529 mg/dl which was treated by insulin pump. Insulin pump received insulin flow block alarm. Customer declined troubleshooting for high blood glucose level and insulin flow block alarm. Device will not be returned for analysis.